Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the patient's right atrial (ra) lead exhibited high thresholds and was found to have dislodged. The lead was repositioned and low p waves were noted, but the physician determined the lead to be functioning as normal. The ra lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.